Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, it was believed the issue that occurred might have been for clips that didn't form properly during surgery. It was unknown how procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. D4: batch # r92v6d. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage in the external components. A tyvek wrapper was also returned along with the device. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired, as a result, the instrument could no longer be fire due to the activation of the lockout mechanism however, the orange indicator did not show up. This finding is not related with the incident reported. In further analysis, the device was noted to have the tip of the advancer broken. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembly, the advancer was noted to be broken and no clips were found inside of clip track. No conclusion could be reached as to what may have caused the condition of the indicator. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.